Event description:
The patient reportedly is experienced intermittencies. External equipment was exchanged; however, this did not resolve the issue. Testing revealed that the device was functional. Surgery will be scheduled to explant the patient's device.